Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low and high blood glucose of 47 to 400mg/dl. The customer treated with food. Troubleshooting advised the customer on the dual bolus feature and calibrations. Customer declined further blood glucose troubleshooting. No further assistance was necessary.